Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "concomitant transapical double valve replacement for severe native mitral regurgitation and aortic transcatheter valve degeneration", was reviewed. This article presented a case study of an 81-year-old male patient with a history of severe mitral regurgitation, structural valve degeneration, severe aortic stenosis, non-st-segment elevation acute coronary syndrome, pulmonary edema, heart failure, peripheral artery disease, percutaneous coronary intervention, diabetes, hyperlipoproteinemia, and prior delirium. A 29mm tendyne mitral valve was chosen for implant for a transapical-transcatheter mitral valve replacement (ta-tmvr) in conjunction with a transapical transcatheter aortic valve replacement (tavr) in tavr procedure. The device was successfully implanted. The patient had prolonged hospitalization for delirium. [The primary and corresponding author was hristian hinkov, department of cardiothoracic and vascular surgery, deutsches herzzentrum der charité, berlin, germany, with corresponding email: hristian.hinkov@dhzc-charite.de.].

Manufacturer narrative:
As reported in a research article, concomitant transapical double valve replacement for severe native mitral regurgitation and aortic transcatheter valve degeneration. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported hospitalization or prolonged hospitalization, was a result of case specific circumstences (due to delirium). Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: concomitant transapical double valve replacement for severe native mitral regurgitation and aortic transcatheter valve degeneration. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "concomitant transapical double valve replacement for severe native mitral regurgitation and aortic transcatheter valve degeneration", was reviewed. This article presented a case study of an 81-year-old male patient with a history of severe mitral regurgitation, structural valve degeneration, severe aortic stenosis, non-st-segment elevation acute coronary syndrome, pulmonary edema, heart failure, peripheral artery disease, percutaneous coronary intervention, diabetes, hyperlipoproteinemia, and prior delirium. A 29mm tendyne mitral valve was chosen for implant for a transapical-transcatheter mitral valve replacement (ta-tmvr) in conjunction with a transapical transcatheter aortic valve replacement (tavr) in tavr procedure. The device was successfully implanted. The patient had prolonged hospitalization for delirium. [The primary and corresponding author was hristian hinkov, department of cardiothoracic and vascular surgery, deutsches herzzentrum der charité, berlin, germany, with corresponding email: hristian.hinkov@dhzc-charite.de.]